Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the basal injected very slowly into the body. Customer's blood glucose level was unknown. Customer will be returning the device for analysis.

Manufacturer narrative:
The pump was monitored, and the pump functioned properly. All basal rates were properly delivery and recorded on the pump history screen. No slow bolus or basal anomaly noted during testing. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.